Manufacturer narrative:
Please note: device is distributed outside the united states. However, it is similar to the united states product. This is one of five products being reported for the same event. Please reference manufacturing reports#:9616099-2006-01142, 9616099-2006-01143, 9616099-2006-01144, 9616099-2006-01145 and 9616099-2006-01146. Any additional information will be submitted within 30 days of receipt.

Event description:
A report was received from the study, indicating the patient died in 2005. The cause of death remains unknown.